Manufacturer narrative:
Add'l info has been requested. Synthes is unable to determine the MFR date or the MFR site without a lot number. No investigation could be performed, no conclusion could be drawn as no device was returned.

Event description:
Pt with complaint of chronic pain since l4-l5 prodisc-l implant. Although x-rays appear normal and no implant failure was noted, revision surgery is scheduled.